Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 2 months following the implant of a transcatheter aortic valve (tav), central regurgitation and a torn leaflet were identified via computed tomography angiogram (cta). Subsequently, replacement for the transcatheter aortic valve was planned with the use of another transcatheter aortic valve. Additional information was received that the severity of the central aortic regurgitation was severe. The patient has not been scheduled for the tav-in-tav in yet.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 2 months following the implant of a transcatheter aortic valve (tav), central regurgitation and a torn leaflet were identified via computed tomography angiogram (cta). Subsequently, replacement for the transcatheter aortic valve was planned with the use of another transcatheter aortic valve. Additional information was received that the severity of the central aortic regurgitation was severe. The patient has not been scheduled for the tav-in-tav in yet. Additional information was received that approximately one month after the valve failure was identified, the tav-in-tav was performed as treatment. Following the tav-in-tav, there was no regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 2 months following the implant of a transcatheter aortic valve, central regurgitation and a torn leaflet were identified via computed tomography angiogram (cta). Subsequently, replacement for the transcatheter aortic valve was planned with the use of another transcatheter aortic valve.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 2 months following the implant of a transcatheter aortic valve (tav), central regurgitation and a torn leaflet were identified via computed tomography angiogram (cta). Subsequently, replacement for the transcatheter aortic valve was planned with the use of another transcatheter aortic valve. Additional information was received that the severity of the central aortic regurgitation was severe. The patient has not been scheduled for the tav-in-tav in yet. Additional information was received that approximately one month after the valve failure was identified, the tav-in-tav was performed as treatment. Following the tav-in-tav, there was no regurgitation.